Event description:
Bayer case number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("it burn") in a patient who received midol heat vibes medicated plaster (lot no. Unk). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes (unknown) at an unspecified dose and frequency. On an unknown date the patient experienced thermal burn (seriousness criterion medically important). It was unknown whether any action was taken with midol heat vibes. At the time of the report, the outcome of the event was unknown. The reporter considered thermal burn to be related to midol heat vibes administration. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: no new information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
Bayer case number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("it burn") in a patient who received midol heat vibes medicated plaster (lot no. Unk). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes (unknown) at an unspecified dose and frequency. On an unknown date the patient experienced thermal burn (seriousness criterion medically important). It was unknown whether any action was taken with midol heat vibes. At the time of the report, the outcome of the event was unknown. The reporter considered thermal burn to be related to midol heat vibes administration. Quality-safety evaluation of ptc: for midol heat vibes: an in-depth ptc investigation cannot be conducted by the quality unit as neither a batch number nor sample was provided. A quality defect could not be confirmed. Therefore there is no reason to suspect a causal relationship between the reported event and a quality defect. The reported event is not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc: unconfirmed quality defect, ptc global number was added and final report of device tab was ticked. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report. Quality safety evaluation of ptc: unconfirmed quality defect.

Event description:
Bayer case number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("it burn") in a patient who received midol heat vibes medicated plaster (lot no. Unk). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes (unknown) at an unspecified dose and frequency. On an unknown date the patient experienced thermal burn (seriousness criterion medically important). It was unknown whether any action was taken with midol heat vibes. At the time of the report, the outcome of the event was unknown. The reporter considered thermal burn to be related to midol heat vibes administration. Quality-safety evaluation of ptc: for midol heat vibes: an in-depth ptc investigation cannot be conducted by the quality unit as neither a batch number nor sample was provided. A quality defect could not be confirmed. Therefore there is no reason to suspect a causal relationship between the reported event and a quality defect. The reported event is not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 08-jan-2024: all required attempt were completed by company, update to initial report was ticked. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report. Quality safety evaluation of ptc: unconfirmed quality defect.